Manufacturer narrative:
Device evaluated by MFR? No. Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy.

Event description:
Patient underwent complete vns removal due to infection. Device evaluation is not necessary as reported infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by a company representative that a patient was in surgery for irrigation and debridement of the incision site had opened. The reason the incision site had opened was unknown at the time. The surgeon opened the incision and washed it out and the put the generator back in. Diagnostics were then tested and the incision was then closed. The diagnostics were reported to be good. Additional relevant information has not been received to-date.